Event description:
It was reported that the balloon ruptured. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was reported that the balloon ruptured, and that the procedure was completed with another of the same device. No complications reported and there was no patient injury.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified no tears in the balloon material. A microscopic examination identified a pinhole in the balloon material. The pinhole was located at 1mm proximal from the proximal edge of the proximal markerband. Attempted to inflate the balloon and liquid was identified leaking out through pinhole site. No issues were observed along the balloon or proximal markerband which could potentially have contributed to the pinhole leak. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination identified no issues with the hypotube and shaft polymer extrusion. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident.

Event description:
It was reported that the balloon ruptured. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was reported that the balloon ruptured, and that the procedure was completed with another of the same device. No complications reported and there was no patient injury.